Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 48 percent remaining to 14 percent remaining in three months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 48 percent remaining to 14 percent remaining in three months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device will not be replaced as the patient and her daughter made the decision to deactivate the device as the patient has end stage renal failure and has decided not to start dialysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.